Event description:
It was reported that the ventilator failed o2/cell sensor test during pre-use check. There was no patient involvement. (B)(4).

Manufacturer narrative:
The failure of the o2-sensor test during pre-use check was investigated by our field service engineer. An o2-sensor, an air-gas module, a monitor printed circuit board (pcb) and an o2-sensor cable were replaced. Only the air gas module and the o2-sensor cable were received for investigation. They were tested in a reference ventilator and no alarms were generated during ventilation, nor any deviation during tests of the air gas module in the production test system. The failure was confirmed in received device logs. If this failure is not caused by a measuring error and happens during ventilation, the patient may receive a higher amount of oxygen in the gas mixture than expected. We have not been able to reproduce the reported problem, therefore the cause could not be determined in this investigation.

Event description:
(B)(4).